Manufacturer narrative:
Findings: unit received with display window in place. No display window popping up anomaly noted. Unit received with completely broken reservoir tube lip, minor scratched display window, cracked case at display window corner, broken belt clip slot, broken battery tube threads, cracked display window, cracked reservoir tube window, cracked case at reservoir tube window corner, cracked reservoir tube, cracked case, cracked lcd glass, broken battery cap, missing reservoir tube o-ring, cracked end cap, scratched reservoir tube window and debris under window.

Event description:
A customer reported via phone call indicating physical damage in the form of cracks on their insulin pump. The customer's blood glucose level was unknown at the time of the incident. The customer stated that a rubber piece keeps coming off the reservoir compartment. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.